Manufacturer narrative:
The technician found the brakes are out of adjustment, which may be due to normal wear and tear. Per the hill-rom service manual the affinity three birthing bed and affinity four birthing beds require effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. The technician adjusted the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported to the hill-rom technician that the brakes are not holding. The bed is located in the maintenance department of the facility. There was no patient/user injury reported. (B)(4).